Event description:
Notice on pa some valgus alignment. On lateral some notching. More concern was the rotation on the end on view of the femur, the medial flexion gap was too much due to external rotation.

Manufacturer narrative:
Method: segmentation review, planning review, jig design review, x-ray. Results: segmentation review - performed to specifications using current work instructions. Planning review - performed to specifications using current work instructions. Jig design review - guides manufactured to specifications using current work instructions. X-ray - x-ray view is rotated giving appearance of notching. No notching of femur implant. Conclusion - no conclusion can be established due to lack of info. Flexion gap view not available. Review indicates everything is according to specifications.